Event description:
It was reported, that the bronchovideoscope had no image. There was no reported patient harm or impact, due to this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during preparation for use for a diagnostic bronchoscopy procedure. The procedure was delayed by 5-10 minutes while the patient was sedated. The procedure was completed using a similar device. There was no patient injury/adverse impact reported due to the short delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: b3, b5, d9, d10, h3, and h6. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be conclusively specified. However, it is likely water invaded the scope connector and chemical damage was observed. It was presumed that the circuit inside the scope connector had an abnormality due to the chemical damage, which made it impossible for the device and video system center to communicate normally. Olympus confirmed that the device had a leakage but there was no report on the leakage by the user. The suggested event preventable by handling the scope in accordance with the following sections of the instructions for use: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.